Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a chemosafelock bag spike where it was reported leaking was noted after use. There was no patient harm reported.